Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.00 x 38 synergy drug-eluting stent was advanced for treatment. However, on attempting to insert the stent, the shaft broke. No patient complications were reported.